Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2011 and mesh was implanted. It was also reported that the patient experienced pain, erosion of internal tissues, and has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure and mesh was implanted along with concurrent abdominal lysis of adhesions, abdominal sacral colpopexy and cystoscopy. It was reported that the patient underwent transurethral injection and cystoscopy on (B)(6) 2012 due to sui and fixed urethra. It was reported that the patient underwent cystoscopy and transurethral resection of bladder foreign body with particulate matter on (B)(6) 2012 due to bladder calculi, incomplete bladder emptying, and urge urinary incontinence and frequency.

Manufacturer narrative:
(B)(4). It was reported that following insertion the patient experienced pain, erosion, extrusion, infection and urinary problems. (B)(4).

Manufacturer narrative:
(B)(4)

Manufacturer narrative:
Date sent to the FDA: 01/16/2017.